Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose and insulin history is as follows: time: 10:00 am, bg (mg/dl): 208, bolus (u): 0.5. Time: 12:22 pm, bg (mg/dl): 375, bolus (u): 10.75. There was insulin leaking during the bolus delivery so she decided to deactivate the pod. She noticed the cannula was bent to the side and it was no longer inserted into her skin.